Event description:
Reference number (B)(4). Event occurred in the united states. This MDR being submitted for unknown number of quantities. It was reported that the patient faced infusion set cannula dislodged event within 3 hours after insertion event on (B)(6) 2024. Site of insertion was abdomen. No further information.

Manufacturer narrative:
Initial and final MDR (B)(4), device 1 of 2.